Event description:
This rv lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2018. In a international form scanned by medical records on (B)(6) 2018, it was noted that the lead was explanted due to failure capture and other high thresholds procedure complications. The physician was dr. (B)(6) at (B)(6) hospital in british columbia, canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).